Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set issue on (B)(6) 2026. The patient reported that the infusion set tape did not adhere properly on the first day of insertion. The insertion site was lower back. The patient also experienced pain at the insertion site. No further information available.